Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to armd and mechanical complication of the internal joint prosthesis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is 1 of 2 reports being submitted for the same event. Also see: 3002806535-2014-00211.